Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death); conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
The previously reported cardiac arrest and death event was treated with CPR and continuous intravenous norepinephrine and dobutamine. The cec adjudicated the death event as a cardiac death.

Event description:
During index procedure, the patient had one endeavor resolute (rx) drug eluting stent implanted in the 1st rpl. Approximately 50 months post index procedure, the patient had one resolute integrity drug eluting stent implanted in the lad due to cardiac chest pain. Approximately 58 months post index procedure, suffered cardiac arrest and the patient died. Death was assessed as cardiac. Cause of death is unknown. Investigator assessed that the cardiac arrest event was not related to the study device. The death was not assessed for relatedness.